Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication is unknown. Isi has attempted to contact the site to gather additional information regarding the patient/incident. However, as of the date of this report, no new information has been obtained. Isi has received the integrated electrosurgical unit (iesu) generator involved with the reported event: however, failure analysis has not been completed. A follow-up MDR will be submitted if additional information is received, or the fa of the generator is completed. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse tested the suspect third-party cautery instrument, another identical third-party cautery instrument and a monopolar da vinci instrument but the reported problem was not reproduced. The fse was not able to confirm if the issue was due to the suspect instrument or the iesu and thus, replaced the iesu. A review of the system logs by the fse did not find any related errors. The system was tested and verified as ready for use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Although none of the reusable instruments were reused in subsequent procedures, a site review shows no complaint filed against the instruments. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, there was bleeding after placing the trocar in the patient. The surgeon used a 3rd party valleylab hand cautery instrument to stop the bleed. When applying current, there was arcing from the 3rd party instrument and the patient was burned. The generator was initially set to effect stage 4. After turning down the settings to effect 1, there were no further issues. It is unknown if the trocar used was an isi product. The severity of the burn as well as the medical interventions done for the injury are unknown. The arcing occurred from a 3rd party energy instrument.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, there was bleeding from an unspecified location after placing a trocar in the patient. The surgeon used a 3rd party valleylab hand cautery instrument to stop the bleed. When applying current, there were "flying sparks¿, and the patient was burned. The generator was initially set to effect stage 4. After turning down to effect 1, everything went well. Intuitive surgical, inc. (Isi) followed up with the site contact and obtained the following information: the sparks that initiated the complaint happened between a forceps for open surgery and a third-party monopolar spatula. Isi made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d9, g3, g6, h2,h3, h6, and h10. D14 - on 16-feb-2022, intuitive surgical, inc. (Isi) received the following additional information from failure analysis of the generator: the unit was returned for failure analysis and installed on a da vinci xi system. Due to lack of valleylab handheld instruments, standard da vinci xi instruments were used for testing. There were no abnormalities observed upon testing with monopolar scissors and cautery hook. The instruments energized as expected. The unit passed technical safety. A visual inspection of the unit was performed an no issues were observed. The unit will be sent to the original equipment manufacturer (OEM) for further evaluation.

Manufacturer narrative:
D15 - on 01-jun-2022, intuitive surgical, inc. (Isi) received the following additional information from failure analysis of the generator: the unit was returned from vendor and found to be slightly out of calibration. After calibration, the unit was tested to specification per the original equipment manufacturer (OEM). Since it was difficult to replicate the issue and to avoid any future potential issues or risks, the unit will not be restocked and will be scrapped.

Event description:
Refer to h10/h11 for follow-up information.